Manufacturer narrative:
Concomitant medical products: product ID; 3037, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0p1h6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was seen for reprogramming. Impedances were normal. Following the reprogramming, the patient had much better response and symptom relief.

Manufacturer narrative:
Additional device code (B)(4)and additional device code (B)(4).

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The first week the implant worked beautifully and then the therapy stopped working and the patient was upset. The hcp told the patient to see their manufacturer representative. The manufacturer representative came to the patient's home twice to reset the device. The patient knew something was wrong with the device and turned it off. The patient saw a new hcp and was told they could redo the device in (B)(6) 2015. The hcp did an x-ray and determined the device was placed incorrectly. When the patient left the hospital they didn't explain the device properly. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that they still had concerns with their device or therapy. No indication of surgical intervention.

Event description:
Additional information received from the patient indicated that they were incontinent, and the implantable neurostimulator (ins) only worked for a week. An x-ray showed that the ins was not even connected in the (B)(6) 2015. The patient stated that "it must have been put together just enough to work for a while." In the meantime, the patient had to go to hospitals to have implants/stents in their heart and took heart medicine for a year. This required them to wait to get the ins replaced. The device was scheduled to be replaced on (B)(6) 2016.

Event description:
Additional information received reported that the patient still had a loss of therapeutic effect.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s bowel and urinary issues were perfect the first week after implant, but since then they had been wetting the bed and having bowel issues. The first week the patient did not have a pad on but slept with a pad just in case. The next day it worked for their defecation problems and since then it hadn¿t done anything. The patient tried to contact their health care provider (hcp) and manufacturer representative, but they couldn¿t reach either of them so they increase stimulation to 4.10 or something and they could feel a little stimulation. The patient would wait and monitor to see if they got relief. The patient would have an appointment on (B)(6) 2014 with their hcp. It was reported 1 week later that the stimulator was not working for the patient at all. They called their manufacturer representative yesterday and today but they got no response. Once in a while the patient felt a little tingling but that was all and the patient refused to go any higher than 4.1v. It was confirmed that the stimulation was on and the patient did not know they could increase it. The patient increased to 4.5v and felt the stimulation. It was further reported 4 days later that the patient tried turning stimulation up and it didn¿t help and they were at 5.6v. The patient wanted to know if they should wait until their hcp appointment. It was later reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient was unhappy and the first week they wore no pads and could feel when they needed to urinate and defecate, and after that they were back to the same old thing. The patient had it at 4.1v and once in a while they could feel a twitter and that was all. It was further reported that the patient had the device implanted 3 months ago. The device worked for the patient for a week and then stopped working for them. No matter what they did, the device was not working for the patient. The patient had been experiencing incontinence for quite a long time and they had been working with their manufacturer representative, who came by their house to help the patient. The patient hadn¿t been able to get in touch with them for weeks and they had been calling them 6 times a day, every day. The patient just wanted someone to tell them if the device wasn¿t going to work for them, then just tell them it wasn¿t going to work. The patient guessed they had the device implanted for the bowel, but the device did work on both their bowel and bladder. The patient notified their manufacturer representative off all issue at least 2 months ago. The patient had a call into their hcp¿s office and they had been trying to arrange something for 3 weeks. It was further reported that the therapy worked for about a week before it stopped working to control the patient¿s symptoms. The device was not working as intended. Stimulation worked great for the first week, then the implantable neurostimulator (ins) died. It was clarified that by died they meant that the patient wasn¿t getting any stimulation sensation. The patient had the device implanted for incontinence. The patient was not well educated on using the patient programmer or therapy. The patient stated that the ins was on after verifying with the patient programmer. The patient would follow-up with their hcp for reprogramming and had been working with someone at their hcp¿s office. It was unclear if the patient had any reprogramming done or tried other programs. There were no known falls or trauma. The patient and the hcp had been trying to get a hold of the manufacturer representative but neither had heard back from them. The patient programmer was also not working as of today. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called again and reported previously reported issues. The patient also reported since moving into a retirement home he started to have adverse bowel issues and that since he moved he has only had two good bowel movements and has had to change his pants 3 times in a day. The patient stated that this began about one year ago. The change in therapy was not alleged to be sudden. Patient status is unknown at the time of this report. The patient did not appear to allege that the bowel issues were due to the device, but rather a change in living environment.

Event description:
Additional information received reported that the manufacturer representative came to see the patient twice in early 2015, but they couldn¿t resolve the patient¿s urinary issue. The patient¿s therapy worked for just the first week after implant.